Event description:
Surgeon reported that the mix of simplex bone cement set too rapidly (in less than six mins) during a hemiarthroplasty hip operation. Stem was inserted in time with no adverse effect to the pt/procedure.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.